Manufacturer narrative:
(B)(4) - unspecified complications. Hospitalization for unspecified complications. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent breast augmentation surgery in (B)(6) 2011 and suture was used. Post operatively, the patient required two hospitalizations for unspecified complications. The patient requires another augmentation. No additional information was provided at his time.